Event description:
It was reported that during preparation for a ptca procedure, damage to the stent and balloon of the liberte' monorail coronary stent delivery system was noted upon removal from the packaging hoop. The lesion to be treated was located in the 100% stenotic and highly tortuous proximal right coronary artery (rca). The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is listed as "good".